Manufacturer narrative:
Product complaint # (B)(4). Batch # t5au68. Investigation summary: the analysis showed that the ats45 device was received with the anvil closed and with the jaws extended; however the crimp was noted to be sufficient. The device was received with no reload present and no functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. Although no conclusion could be reached as to how jaws extension occurred, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information requested and received: can you please forward on the following questions to the appropriate personnel? Can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples that deployed in the tissue formed in the proper closed b-formation? If no, please explain. If the stapler did fire was the staple line complete? If no, please explain. Did the device cut? If yes, was the cut line complete? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. I spoke to our manger and do not have information on this stapler.

Event description:
It was reported that there was an unknown issue with the stapler. No other information is known at the time of the call. There were no patient consequences reported.